Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing. The evoke scs system was explanted and oral and topical antibiotics were administered to resolve the reported event.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls was not returned to saluda. The root cause of the reported impaired healing cannot be definitively determined. The evoke scs system surgical guide details post-operative patient care instructions including, "after implantation of the evoke system, patients should take care to allow adequate healing."